Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Repeated dislocation of the implant was reported on a teenager in high school with a destroyed pip joint after a dislocation injury in school. The patient was noted to have a complete destruction of both the proximal and middle phalanx and therefore, had a total implant replacement. Post-operatively, it was noted during his therapy, the patient would sometimes slip into a hyper extension. Soon after his therapy was over, for some reason which was never made clear to the surgeon or his parents, his finger became dorsally dislocated. The surgeon; therefore, returned him to the operating room and discussed this with the integra representative who made calls to the company for advice. Based on that information, the surgeon re-did the surgery trying to tighten up the patient's volar plate and held him in a flexed position of 30 degrees post-operatively. The patient did very well with his care following this protocol. However, after a number of months, the patient returned having re-dislocated his finger. The father, who works in the school, stated the child was noted in the hall holding his finger and when asked what happened, he refused to tell his father what actually transpired. For the third time, he was very secretive about his injuries. After the surgeon discussion with the family, it was elected to replace this with a bi-stemmed implant from the same company. As stated by the surgeon, "this did not involve any adverse event that is in any way related to this device, except for the fact that an anatomical implant is just like an anatomical pip joint both of which can be dislocated. As I stated, I do not view this as an adverse event according to your definition. Nor it is any degree of a complication of the device itself of the technical aspects related to its use. I consider this more of a patient selection problem dealing with a teenager refusing to give information to his parents, let alone, myself. Thus, it was not considered related to the device itself." Additional information has been requested.